Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned device revealed that electrodes on the spline e were damaged crushed, bent, with rough edges and without polyurethane (pu) on the edges. The source of the damage to the electrodes remains unknown as there¿s not enough information to reach a definitive conclusion, but a sudden movement and the use of incompatible devices along with the device could be related to the damage. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30904795l, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve for which biosense webster¿s product analysis lab identified that electrodes on the spline e were damaged crushed, bent, with rough edges and without polyurethane (pu) on the edges. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a during which the splines on the octaray catheter were damaged. The catheter was replaced and that resolved the issue. The procedure continued. No patient consequences were reported. The damage did not result in internal components exposed. There were no lifted or sharp rings. There was resistance during insertion. The catheter was not pre-shaped. Damage on splines are not MDR-reportable. Damage with rough/sharp edges is MDR-reportable.